Manufacturer narrative:
The device was not returned, therefore, a product evaluation could not be conducted. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are possible adverse patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has blisters. Additional information has been requested but has not been received.